Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. During the procedure, a single leaflet device attachment (slda) occurred. Patient had torrential secondary / functional tricuspid regurgitation (tr) with large gap, tethered septal tricuspid leaflet (stl) with a lot of chordae, atypical heart axis and prominent eustachian valve. Zipping method was planned: a first ace in a-s (a: anterior / s:septal) commissural. The second ace in a-s post from the first one. This second device suffered the slda and tr was torrential. There were several anatomical and procedure complication; including poor imaging without transgastric window, shadowing and large septal leaflet gap. A 3rd ace was attempted to stabilize the slda, but was bailout. The plan to stabilize the slda (second ace) did not succeed, as the ll could not be grasped properly and safely. Multiple grasping attempts were made; however, these attempts further worsened the situation rather than improving stability. An additional consideration was the need to maintain sufficient space for a potential future transcatheter valve replacement. Final tr grade was torrential. Patient was in stable condition. Patient was being screened for transcatheter valve replacement at the time of this investigation.